Event description:
Boston scientific received information that due to a dislodgement of this left ventricular (lv) lead a revision took place. Due to the anatomy of the patient, a competitor lv lead was used. The explanted lead will be returned. No adverse patient effects were reported.

Event description:
The lay user /patient contacted lfs on (B)(6) 2010 alleging an issue with the ok button, the up and down arrow buttons on her one touch ultralink meter. She mentioned that she was not getting any response when she selected any of these buttons and was unable to test her blood glucose. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issues with the meter began approximately 2-3 weeks ago. It is unknown whether the patient continued to take her diabetes medication on a regular basis after the alleged issues began. Approximately 2 weeks after the alleged issues began (on either (B)(6) 2010 between midnight and 1:00am), the patient felt nauseous, vomiting and ended up passing out. The patient was taken to the ER and her blood glucose test was taken in the lab and the patient had obtained a result of 784 mg/dl. She was treated with insulin 50 units of novolog insulin. The patient was treated around midnight 1:00 am. It is unknown when the patient regained consciousness or how long the patient was in the ER. It is also unknown whether her diabetes regimen was changed after the incident. This is not the first time the product was being used. The patient denied that this was an intermittent issue with the product and denied any misuse of the product. The reported issues were not resolved via troubleshooting. The complaint is being reported since the patient alleged that she was unable to test her blood glucose due to the alleged issues, suffered a serious injury and had to receive medical attention for a blood glucose result of 784 mg/dl in the ER.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.